Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the lifevest equipment. Patient described the area as green marks with a red indentations after contact of gel from the electrode belt. Reporting out of an abundance of caution. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.